Event description:
Related manufacturer reference number: 2017865-2025-17514. Related manufacturer reference number: 2017865-2025-17515. It was reported that a patient presented with high capture thresholds noted on the left ventricular lead. During the extraction process, the right atrial and ventricular leads developed insulation breaches. All leads were explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.